Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the basal rates were inaccurate. The customer also reported that the buttons had delay response. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. The pump was received with operating currents within specification, and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. Multiple basal rates and boluses were programmed and delivered. All boluses were recorded in the daily totals. No basal anomaly was noted. The pump was unable to download to care link, due to a problem isolated to the radio frequency board. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.